Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda is likely due to a combination of patient morphology/pathology and procedural circumstances (challenging imaging).the reported mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1. On (B)(6) 2017, an echocardiogram was performed, which noted mr increased to 3-4. On (B)(6) 2017, another echocardiogram was performed, which confirmed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second mitraclip procedure was performed and two additional clips were implanted, reducing mr from 3-4 to 1+. The patient remained stable. No additional information was provided.